Manufacturer narrative:
According to the facility on multiple occasions for multiple patients, the foley isn't draining and it sometimes requires replacement of the catheters. The facility stated that there was no serious injury. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on multiple occasions for multiple patients, the foley isn't draining and it sometimes requires replacement of the catheters. The facility stated that there was no serious injury.